Manufacturer narrative:
Method: the complaint device was not returned for evaluation. Our evaluation was based on the event description and findings from previous investigations on similar complaints. Results: we could not confirm the alleged fault. We have not been able to ascertain the root cause(s) for this malfunction. All infant breathing circuits including those with a swivel wye piece are tested for leaks prior to being dispatched. Conclusions: the device failed on setup. We are aware of other such complaints and are currently trending the occurence rate at approximately 0.013% worldwide for the last year. We will continue to monitor all complaints for such faults.

Event description:
A hospital in a foreign country reported to our representative that a rt235 infant evaqua breathing circuit failed the set up leak test on the bird vip ventilator. The leak was allegedly found at the swivel wye-piece of the breathing circuit. The device was not connected to a patient at the time of the malfunction.